Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 9:30 pm. Due to a high blood glucose level of 964 mg/dl. The customer's blood glucose level 964 mg/dl. The customer was not feeling well, and increased heart rate. The customer treated for high blood glucose with morphine, fluids, insulin. Customer declined troubleshooting for high blood glucose. The insulin pump was replaced or returned for analysis.